Event description:
It was reported that during a da vinci si hysterectomy procedure, the mcs tip cover accessory installed on the monopolar curved scissors instrument developed a hole. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, isi contacted the isi clinical sales representative (csr) and he indicated that arcing during the surgical procedure was not observed by the site; however, he inspected the tip cover accessory and he found that the tip cover had a pin size hole. The csr indicated that it is indeterminable why the site was using the -10 tip cover accessory instead of the -12 tip cover accessory. The csr indicated that at the time of the reported event, inspection of the site's sterile supply room did not find any additional -10 tip covers; however, he did observe that the site has the -12 tip cover in supply. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.